Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, phenomenon, ¿b30 error (scope communication error)¿, was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A field service engineer (fse) reported to olympus, that the hd autoclavable camera head had a b30 scope communication error. The issue was found during preparation for use for a diagnostic procedure and it was completed using a similar device. There were no reports of patient harm associated with the event.